Manufacturer narrative:
Product event summary: at analysis no anomalies were found however it was recommended that the device be scrapped as it could not be reliably repaired to remedy a prior field action without extensive costs. It was requested by the customer that the device be returned to them unrepaired. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that there was an issue with the external pulse generator's parameters of cardiac frequency. The generator has not yet been returned for service. This issue was noted by the clinical engineering department and it was indicated that there was no patient involvement. It was further reported that the product had been returned to service.